Event description:
Dealer states on sn (B)(4) that the calf pad and bracket broke off. Dealer states that the bracket was rusty and it snapped off. Dealer states he believes the client ran into something. (B)(4).